Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.

Event description:
It was reported that signal loss occurred. According to the patient¿s parent, on (B)(6) 2025, the patient experienced signal loss after which they experienced a hypoglycemic event. 1 hour after the signal loss occurred, the patient experienced a seizure. When a fingerstick was taken by the parent the blood glucose reading was low. The parent called an ambulance and while waiting for the paramedics treated the patient with baqsimi glucagon nasal spray. When the paramedic arrived, they waited for 30 minutes for the seizure to stop. The patient was provided with additional glucagon (route of treatment not specified) and was brought to the hospital. At the hospital the patient was treated with intravenous fluids. The patient was hospitalized into the ICU and was also treated for hyperglycemia during that period. The patient was discharged after spending 3 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.